Event description:
New information received stated that the right ventricular lead also exhibited a fracture.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker dependent patient presented for routine generator replacement. Upon interrogation, atrial and ventricular lead noise episodes were noted on stored electrograms. Noise was causing inhibition of pacing. Patient had an underlying atrial fibrillation. Both leads were capped on (B)(6) 2019. Patient was implanted with a single chamber system and therefore only the right ventricular lead was replaced. Patient tolerated the procedure well and there were no patient consequences.